Event description:
The user facility reported that the distal portion of the guiding sheath became partially separated during removal after a sfa atherectomy procedure. Reportedly, the pt had "severe hard calcification" lesions which made removal of the sheath difficult. The physician continued to attempt withdrawal of the sheath even after the resistance was encountered causing the outer sheath to stretch, and then, partially separate exposing the coil wire. The entire sheath was retrieved, the procedure was reportedly completed successfully and there were no pt complications.

Manufacturer narrative:
Results - are based upon eval of user facility info and a photograph of the involved sample; is based upon reserve sample testing. Conclusions - are based upon eval of user facility info and a photograph of the involved sample; is based upon reserve sample testing. The user facility provided a photograph, but the actual device has not been returned for eval. Visual examination of the picture confirmed that the sheath had initially stretched followed by separation at several locations along the length of the device. No abnormalities or defects were noted on visual inspection of retained samples and all samples passed functional testing. The reporter indicated that resistance was encountered while the user was attempting to remove the device. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and the appearance of the device are consistent with the sheath having been damaged as a result of continuing to attempt to withdraw the device against resistance, presumably related to the reported severe intra-vascular calcifications. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating., "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and follow up.